Event description:
The customer reported hydrogen peroxide contact on the palms of both of her hands. The contact occurred when the customer was taking a load out of the unit after a canceled cycle. The customer was not wearing gloves. She experienced tingling at the contact site. The customer did not see a doctor and did not require treatment for the contact. She ran her hands under cool water for 15 minutes. The customer reported that the tingling was gone after 15 minutes.

Manufacturer narrative:
.